Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(4).

Event description:
According to the reporter, the patient underwent gastrectomy for a diagnosis of gastric cancer. The esophagojejunal anastomosis was created using an eea25mm circular stapler, the donuts were verified, a leak test was performed; the anastomosis was oversewn. The surgical procedure was finished with no complications. By protocol the patient remained in the ICU for 24 hours and then was transferred. 7 days later oral feeding was started and the patient presented with abdominal distention. The patient underwent reoperation; the anastomosis was open with suture dehiscence and border necrosis. The patient had a pneumomediastinum and died 6 hours later. Per the surgeon the patient's death was confirmed as unrelated to the device.